Event description:
It was reported the battery compartment was damaged. The metal side buckle is missing and the top buckle housing is cracked. The device was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the battery drawer was broken, one bail was missing and upper case was broken. It was also noted that the lower case was broken, the battery release was contaminated, one bail cover was broken, one bail cover was contaminated, the ring cover was broken, the keyboard was stained, the display was out of electrical specification with missing pixels, and the battery drawer o-ring was missing. (B)(4).